Event description:
It was reported that during a procedure at the user facility, the micro reciprocating saw continued to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection. Through visual inspection, the repair technician confirmed the components were affected by corrosion and debris including the motor assembly.

Event description:
It was reported that during a procedure at the user facility the micro reciprocating saw continued to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.